Event description:
It was reported that the bedside monitor did not alarm for asystole, but the central station did alarm optically and acoustically. The bedside acoustical alarm was found to be fully functional during inspection. It was reported that the patient died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.